Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited a red alert for high out of range impedances on this right ventricular (rv) lead. Technical services (ts) reviewed and stated that to have the patient do patient-initiated interrogation (pii) or have the patient seen in clinic. Ts stated that out of range impedance measurements, measuring at 2392 ohms were exhibited few months back on the rv lead and there was under-sensing of atrial fibrillation (af) noted. Ts discussed troubleshooting in office to rule out lead integrity issue. The device and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).